Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a type b chronic thoracic aortic dissection. The proximal aortic neck measured 42-39-38mm is diameter. From zone one to zone two the length was 25mm. Two-debranching tevar procedures were performed prior to implant. It was reported that after deployment of the valiant 42x38x150 device, the stent graft was found to have been implanted more proximal than intended due to it jumping after stent graft tip was released. The angiogram also identified a proximal type I endoleak. Touch-up was performed, reducing the flow however, flow into the false lumen persisted. The physician completed the procedure without performing an intervention and planned to monitor the patient¿s clinical course. Per the physician, the cause of the type ia endoleak could not be determined. It was reported a CT scan post procedure indicated that the patient possibly developed a type a dissection. Per the physician, possible cause of the type a dissection was "touch-up" performed for the remaining type ia endoleak. It was reported that before the start of the scheduled follow up procedure to treat the type a dissection, the patient had an aortic rupture and subsequently died 5 days post index procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Films review summary: the cause of the events could not be determined from the films provided. Pre-implant films and images during implant were not available for review. The cause of the inaccurate delivery could not be determined; the delivery system was not available for return and analysis. It is possible that placement of the 42 mm device more proximally than intended into the 42 mm thoracic diameter (per the pre-implant sizing drawing) near the innominate may have led to the false lumen perfusion and proximal type I endoleak, due to insufficient oversizing. The cause of the type a dissection also could not be determined. It is possible that this is was anatomy related; implanting within the ascending thoracic with a pre-existing type b dissection. The case of death could not be determined; it is possible that these events led to the patient¿s death. If information is provided in the future, a supplemental report will be issued.